Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient wanted the device removed because it had not done what she was expecting and her body did not like it. The patient reported that inflammation and pain began the day after implant and has gone on ever since. The patient reported that there was pain at implant site and it had gone to her right thigh/leg. The patient stated that it had been poking her and causing pain. The patient reported checked into the emergency on (B)(6) 2014 because she was having fever, headache and was still at the hospital. The patient stated that her health care provider thought she should she remove it if it was not working. The patient stated they think it had to do with the implant even though they have not found what was causing it. It was indicated that it was not a tumor. The patient stated they thought it was an infection. The patient never had therapeutic effect and they have tried adjustments and changing programs and reprograming. The hcp had tried several things as well. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0cvem, implanted: (B)(6) 2014, product type: lead. (B)(4).